Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported there was an out of the box failure error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional check was performed however, non-destructive analysis of the pump was not performed due to the device alarming. Error codes were not found in the device event history log. Results: the customer reported problem was duplicated. The device was found to be displaying error code 46184 alarm message during the investigation. The device was here for bubbled downstream occlusion sensor dso seal issue. The downstream occlusion sensor seal was replaced to address the issue. Root cause of the reported event would be attributed to a faulty microprocessor unit mpu board. Who caused the reported issue to occur is unknown and could not be determined from the investigation performed. A faulty microprocessor unit board will be replaced. The previous repair should not have impacted the mpu board. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.